Event description:
It was reported that during a moderately tortuous right renal artery stenting procedure accessed from the right groin, resistance was met while advancing the stent delivery system. The device was pulled back, but the stent would not come back into the guide catheter and became dislodged. The stent delivery system was removed and a trek 2.5 mm balloon was advance over the wire through the dislodged stent. The balloon was inflated, keeping the stent proximal to the inflated balloon. The left groin was accessed and an 8f sheath was advanced up and over the horn. The dislodged stent was snared and pulled out through the left groin. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Biliary stent used in the renal artery. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support and is typically not associated with a product quality deficiency. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, handling of the stent during preparation for use, interaction with the accessory devices and/or interaction with the lesion/anatomy during advancement. To help ensure this type of issue is not the result of a manufacturing deficiency, all stent delivery systems (sds) are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. It was reported that the anatomy was moderately tortuous and that the catheter failed to advance, which may have contributed to this dislodgement. Further, it was noted that there was difficulty retracting the device into the guiding catheter. The interaction between these devices may have also contributed to this dislodgement or conversely, the stent may have already been partially dislodged and may have caused difficulty retracting the device. Per the instructions for use (IFU) the rx herculink elite stent system is intended to treat malignant strictures in the biliary tree. In this case, the herculink stent system was used in the renal artery, which is not indicated. There is no indication that this use led to the stent dislodgement, failure to advance, difficulty removing the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database revealed no other incidents reported for this lot. Based on the manufacturing records review, there is no indication of a product quality deficiency and all lot release testing met specification. The inability to cross appears to be related to the moderately tortuous anatomy. However, no determination can be made as to the cause of the reported difficulty. A definitive cause for the difficulty removing the device and the stent dislodgement could not be determined.